Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a code indicating a short circuit condition was detected during shock delivery. Low out of range shock impedance measurements of less than 20 ohms were noted during the shock delivery. Boston scientific technical services (ts) was consulted and recommended explanting the other manufacturer's rv lead and this ICD emergently as it could not be confirmed the system could convert the patient. Subsequently the ICD was explanted and the rv lead was surgically abandoned. A new system was implanted on the opposite (left) side. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error (code 1004) was recorded on october 18, 2019 after a shock was delivered. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.